Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter does not turn on. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt said the issue started at about 8 or 9 am and that a couple of hours after the issue started, he felt lightheaded. The pt did not do anything regarding treatment of diabetes due to the issue and did not receive any treatment. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the pt's symptoms are not indicative of a diabetic serious injury.